Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant dull pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), flank pain ("flank pain") and renal pain ("pain in my kidney area"). The patient was treated with surgery (laproscopic bilateral salpingectomy). At the time of the report, the pelvic pain, back pain, flank pain and renal pain outcome was unknown. The reporter considered back pain, flank pain, pelvic pain and renal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, back pain, flank pain, kidney area pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-may-2020: addition of ptc results. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant dull pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), flank pain ("flank pain") and renal pain ("pain in my kidney area"). The patient was treated with surgery (laproscopic bilateral salpingectomy). At the time of the report, the pelvic pain, back pain, flank pain and renal pain outcome was unknown. The reporter considered back pain, flank pain, pelvic pain and renal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, back pain, flank pain, kidney area pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.